Manufacturer narrative:
The samples were collected in 5ml bd vacutainers. The instrument is currently within the specifications with respect to accuracy and reproducibility. A bci field service engineer (fse) replaced diff lamp, set diff voltage, adjusted wbc cal factor and verified the instrument operation. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high white blood cell (wbc), platelet (plt), and basophil (ba%) differential results generated by coulter act 5 diff al hematology analyzer for two patient specimens. Both specimens did not have instrument generated flags for the wbc and plt results, but one of the specimens had an instrument flag for differential results. The erroneous results were not reported out of the laboratory. Previous testing on an alternate instrument produced lower results, which the customer considers correct. There was no death, serious injury, or change to patient treatment associated with this event.